Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's blade was exposed and dislodged. An additional observation not reported by site was that the instrument's blade was broken. Additional, the instrument's snake wrist cables were broken as well. There was material removed from the blade due to this damage. The instrument was placed on an in-house da vinci system and the instrument failed a self-check test. When the instrument's blade was manually placed in the blade garage, the instrument passed a self-check test, but failed an intuitive motion test. This was due to a broken snake wrist cable. The broken snake wrist cable also caused the wrist to be dislodged. There was not significant debris on the instrument tip. The blade was dislodged from the blade track. Upon rotating the grip axis, the blade also rotated. 48,80 - an additional review of the instrument showed multiple failures related to improper cleaning. The knife blade in between the grips had signs of pitting and chipping at three different locations, as a result of damage, material was missing from the blade. The pitting and chipping failures were likely due to high levels of chlorine or high volumes of chromium carbide formation. The instrument grips also exhibited a yellowish-orange layer at the backend of the grips which was likely due to corrosion. Intuitive surgical inc. (Isi) contacted the site and confirmed that the instrument's distal end was submerged in bleach after the procedure to remove any bio material prior to the site's internal analysis of the single use instrument. No other damage was found. The endowrist one vessel sealer is sterilized with ethylene oxide (eo) and ships sterile. It is for single use only and is not designed to be cleaned, disinfected, or sterilized. Therefore, validated cleaning and sterilization methods and instructions are not available for this product. Warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Warning: endowrist instruments, accessories, and endoscopes should be handled and operated by trained personnel. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's dislodge snake wrist and/or broken knife blade found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci cystectomy procedure, the customer noted that the endowrist one vessel sealer instrument broke and the knife blade became stuck. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.